Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and was found to have a dislodged grip ring. The vse instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions; however, the grips did not open. The dislodged grip ring likely prevented proper grip opening, and the grip-open lever was nonfunctional. The grip ring moved freely up and down the grip drive adapter. The complaint was confirmed by failure analysis. An advanced log review was performed by isi failure analysis engineer (fae). The logs showed the vse instrument was installed twice on universal surgical manipulator (usm) #3. E-200 energy activations show 91 events where the energy mode is vessel sealer bipolar or vessel sealer sealing. 55 events have a status of activation completed successfully and 35 events have a status of activation completed reported by remote system and 1 has a status of activation complete seal with z where ¿z¿ represents impedance. The system logs did not show any errors related to the use of this vse instrument. The log replay story line for usm 3 demonstrated various vessel sealer related events, including cutting and sealing. The probable root cause of the dislodged grip ring is attributed to the manufacturing process. .

Event description:
It was reported that the vessel sealer extend instrument was malfunctioning. There was no report of patient injury.